Event description:
It was reported that the customer was hospitalized due to her diabetes. The customer's blood glucose levels were between 130 and 150 mg/dl. The insulin pump was removed from the customer, and she was being treated at the hosp. The caller initially called for assistance with an empty reservoir alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.